Manufacturer narrative:
Upon receipt of this device at our quality assurance laboratory, the device was thoroughly analyzed. The pyro board, hv pmcu (high voltage peripheral micro-controller unit) and recom swm (switching module) were returned. Visual examination of both boards and the switching module found the components were all in good physical condition. The console was serviced by the field service engineer at the customer's facility. During the inspection, the fse found the swm, pyro board, safety igbt, hv pmcu, lapped carbide disc, pin dowel, and 3 debris shields were damaged which required replacement. Further inspection of the optics in the console found the 1st 45 routing mirror had scratches and the fastener on the mirror assembly was damaged. The 45 optic was also damaged. All parts were replaced. The mmcu (main control board) was also replaced because this board controls all of the associated components. After the fse replaced the parts, the console was working within specifications and was working as intended. The 45 degree mirror was later returned and analyzed at our quality assurance laboratory. Visual examination identified the mirror had white ash burn marks and dust on it.

Event description:
It was reported that the console is working at reduced power. No errors were reported. There was no patient involved with the event.

Event description:
It was reported that the console is working at reduced power. No errors were reported. There was no patient involved with the event.

Manufacturer narrative:
Upon receipt of this device at our quality assurance laboratory, the device was thoroughly analyzed. The pyro board, hv pmcu (high voltage peripheral micro-controller unit) and recom swm (switching module) were returned. Visual examination of both boards and the switching module found the components were all in good physical condition. The console was serviced by the field service engineer at the customer's facility. During the inspection, the fse found the swm, pyro board, safety igbt, hv pmcu, and 3 debris shields were damaged which required replacement. After the fse replaced the parts, the console was working within specifications and was working as intended.

Event description:
It was reported that the console is working at reduced power. No errors were reported. There was no patient involved with the event.

Manufacturer narrative:
Upon receipt of this device at our quality assurance laboratory, the device was thoroughly analyzed. The pyro board, hv pmcu (high voltage peripheral micro-controller unit), and recom swm (switching module) were returned. Visual examination of both boards and the switching module found the components were all in good physical condition. The console was serviced by the field service engineer at the customer's facility. During the inspection, the fse found the swm, pyro board, hv pmcu, lapped carbide disc, pin dowel, and 3 debris shields were damaged which required replacement. Further inspection of the optics in the console found the 1st 45 routing mirror had scratches and the fastener on the mirror assembly was damaged. The 45 optic was also damaged. All parts were replaced. The mmcu (main control board) was also replaced because this board controls all of the associated components. After the fse replaced the parts, the console was working within specifications and was working as intended. The 45 degree mirror was later returned and analyzed at our quality assurance laboratory. Visual examination identified the mirror had white ash burn marks and dust on it. The recon swm was later returned for analysis. Inspection of the component found it was in good physical condition. The recon main controller pcb was later returned for analysis. Inspection of the component found there were no errors detected and the component was in good condition and usable.

Event description:
It was reported that the console is working at reduced power. No errors were reported. There was no patient involved with the event.

Manufacturer narrative:
Upon receipt of this device at our quality assurance laboratory, the device was thoroughly analyzed. The pyro board, hv pmcu (high voltage peripheral micro-controller unit) and recom swm (switching module) were returned. Visual examination of both boards and the switching module found the components were all in good physical condition. The console was serviced by the field service engineer at the customer's facility. During the inspection, the fse found the swm, pyro board, safety igbt, hv pmcu, and 3 debris shields were damaged which required replacement. Further inspection of the optics in the console found the 1st 45 routing mirror had scratches and the fastener on the mirror assembly was damaged. The mirror and assembly were replaced. The mmcu (main control board) was also replaced because this board controls all of the associated components. After the fse replaced the parts, the console was working within specifications and was working as intended.

Manufacturer narrative:
Upon receipt of this device at our quality assurance laboratory, the device was thoroughly analyzed. The pyro board, hv pmcu (high voltage peripheral micro-controller unit) and recom swm (switching module) were returned. Visual examination of both boards and the switching module found the components were all in good physical condition. The console was serviced by the field service engineer at the customer's facility. During the inspection, the fse found the swm, pyro board, hv pmcu, lapped carbide disc, pin dowel, and 3 debris shields were damaged which required replacement. Further inspection of the optics in the console found the 1st 45 routing mirror had scratches and the fastener on the mirror assembly was damaged. The 45 optic was also damaged. All parts were replaced. The mmcu (main control board) was also replaced because this board controls all of the associated components. After the fse replaced the parts, the console was working within specifications and was working as intended. The 45 degree mirror was later returned and analyzed at our quality assurance laboratory. Visual examination identified the mirror had white ash burn marks and dust on it. The recon swm was later returned for analysis. Inspection of the component found it was in good physical condition.

Event description:
It was reported that the console is working at reduced power. No errors were reported. There was no patient involved with the event.

Event description:
It was reported that the console is working at reduced power. No errors were reported. There was no patient involved with the event.

Event description:
It was reported that the console is working at reduced power. No errors were reported. There was no patient involved with the event.

Manufacturer narrative:
Upon receipt of this device at our quality assurance laboratory, the device was thoroughly analyzed. The pyro board, hv pmcu (high voltage peripheral micro-controller unit) and recom swm (switching module) were returned. Visual examination of both boards and the switching module found the components were all in good physical condition. The console was serviced by the field service engineer at the customer's facility. During the inspection, the fse found the swm, pyro board, safety igbt, hv pmcu, lapped carbide disc, pin dowel, and 3 debris shields were damaged which required replacement. Further inspection of the optics in the console found the 1st 45 routing mirror had scratches and the fastener on the mirror assembly was damaged. The 45 optic was also damaged. All parts were replaced. The mmcu (main control board) was also replaced because this board controls all of the associated components. After the fse replaced the parts, the console was working within specifications and was working as intended.